Event description:
The pt called lfs and alleged that their meter was missing segments. They reported obtaining a result of 564 on their meter and they had symptoms, which reflect high blood sugar (thirst, frequent urination, and feeling tired.) The pt took their medications (glucophage, avandia, and humalog - 30 units). They stated that they were taken to the hospital three times and was treated with insulin and IV fluids. Based on the information provided, the meter did malfunction. However, the pt was able to obtain high blood sugar results, which matched their symptoms. They were treated for high blood sugar at the hospital. A new meter is being sent to the pt for their comfort. No further information has been reported.